Event description:
After initiation of ECMO the hcp noted a blood leak from the gas exhaust port of the unit, but did not replace the device. The following day when gas pressures were noted to increase the circuit was changed-out, with no reported effect to the pt.